Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). The evaluation at (B)(4) confirmed scratches in the cylinders. The evaluation also confirmed wear and tear of the channels. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, channels(the biopsy channel, the suction channel and the air/water channel) of the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the auxiliary water channel of the subject device tested positive for bacillus spp. (1cfu). This microbiological test result meets the target level* of the (B)(4): elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. * the target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.